Event description:
It was reported that after opening the package, the nurse found that the inner guide wire of the head end poked out, and the coating was uneven.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. A guidewire was returned opened with the original packaging. The guidewire was observed to be protruding out of the introducer and was noted to be longer than usual. A potential root cause for this event could be, "inspection results (measurement, testing data) not verified by iqa assignee, error of inspector". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after opening the package, the nurse found that the inner guide wire of the head end poked out, and the coating was uneven.